Event description:
It was reported that the 9600 system had poor image quality on large pts. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The service representative informed the customer the system was limited to 5r/min dose rate output in normal fluoro mode. The service representative suggested using boost mode for large patients during the service call. The system was tested and found to be working as intended and put back into service.